Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit, hyperglycemia and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to diabetic ketoacidosis (dka) nausea, vomiting and high blood glucose (bg) levels >500 mg/dl, while wearing the pod on the leg between 24 and 36 hours. At the hospital, the patient was placed on an intravenous (IV) administered insulin manually through injection and urine samples were performed.